Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. Two lesions were biopsied. Lesion #1 was 1.2 cm in size and located in the right middle lobe (lateral segment) abutting the fissure. Lesion #2 was 1 cm in size and located in the left upper lobe (superior lingular segment). Instruments used during the biopsy included a 21g flexision needle, forceps, and bronchoalveolar lavage. Imaging modalities included c-arm fluoroscopy and rebus. Per the physician, after the completion of the procedure, a post-procedural chest x-ray revealed a 20-25% pneumothorax. The patient experienced chest pain and an 8.5 french chest tube was placed. It was believed that the pneumothorax was caused due to CT-scan to body divergence and that a pneumothorax would have likely occurred even with another biopsy modality. The patient was hospitalized for 3 days then discharged home. The diagnoses obtained from pathology for lesion #1 was inflammation (non-infectious)/granulomatous inflammation (benign) and for lesion #2 was chronic inflammation (benign). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.